Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. (B)(4)

Event description:
An optometrist reported a patient has less dryness bilaterally post lasik. Dilated fundus examination was performed. Retina looked unremarkable. Patient does have a glaucoma specialist but has not been keeping appointments with them. Patient has been using glaucoma drops and artificial tears. Patient is to be advised before a possible enhancement. Patient has an upcoming appointment to see the glaucoma specialist. Patient was also referred to her primary care physician. There are two related reports for this patient. This report addresses the patient's right eye and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).